Event description:
It was reported that a pump declared alarm 30 during pumping. The customer declined to answer whether their blood glucose level exceeded certain thresholds, so there was no reported impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge correctly, and the customer was able to resume insulin therapy successfully. The original cartridge lot number was unavailable.